Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's full height drawer 6 was failed and drawer 2.1 was failed to detect on bus. The field service engineer (fse) had resolved the issue by replacing the inseparable magnet on full-height drawer 6. And the fse was power-off the station and unplugging for five minutes had successfully restored drawer 2.1 to the bus. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where drawer 6 failed to open. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.